Event description:
The patient's family member reported that they noticed patient shaking after a meal. Family member used the suspect device to check their blood glucose and obtained a high result. Family member doesn't recall the reading. Based on the result family member gave patient two glyberide pills. About three hours later family member noticed shaking again and then took patient to the hospital. Their glucose was low at the hospital and patient was treated with an IV. The event happened over two months ago and the reporter couldn't remember the details. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.